Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has been previously sent into service for a reported condition similar to "undetermined malfunction." (B)(4).

Manufacturer narrative:
The condition of failure code 536 was confirmed and found to be due to a uim pcb (user interface module printed circuit board) problem. The uim pcb was replaced to correct this condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).

Event description:
The facility representative reported a colleague infusion pump with an unspecified failure. Baxter quality engineering confirmed this as a failure code 536 that occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 5.09.90 categorized as remediated.